Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of depositions in the pump was confirmed. Examination of the pump blood contacting surfaces found small white depositions on the interior of the blood sac. The depositions were primarily located between the inflow and outflow sections of the blood sac. The depositions were adhered and did not appear large enough to obstruct flow through the pump. Leak testing was conducted on the blood sac and pneumatic sides of the pump and both passed manufacturing specifications. The evaluation could not conclusively determine the cause of the depositions. The instructions for use provides steps to minimize the risk of thrombosis when utilizing the ventricular assist device (vad) system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a ventricular assist device. It was reported that there was thrombin in the pump, which prompted an urgent heart transplantation.